Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrical parameters of the lead were not acceptable. The lead showed high impedance and threshold values. Possible insulation breach was suspected. The patient was stable.